Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2001, product type: catheter. Correction/removal reporting #: z-1151-2008 applies to this event because it was not specified that the suspected granuloma was not at the catheter tip.

Event description:
A company representative reported that as per a physician the patient was referred to the surgeon for catheter replacement despite a normal dye study. The patient's stable dose went up from 300 to 1200 over 1 year (since her pump was replaced). An MRI showed possible granuloma.

Event description:
It was reported that the healthcare professional (hcp) may be doing an MRI (magnetic resonance imaging) to rule out granuloma. The implanted device remained in service, there was no alleged product issue and it was unknown at the time of this report if action was required. No intervention or patient outcome was available at the time of this report. The pump was used to infuse baclofen (lioresal). Further follow up was conducted to obtain information; if additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8578, lot# n084294, implanted: (B)(6) 2008, product type: accessory. (B)(4).